Manufacturer narrative:
Bsm nibp pump details of complaint: the customer reported that when trying to view the ECG waveform on the bedside monitor (bsm), some data and a portion of the waveform was not visible. They were using a 12-lead set and trace 1 could not be seen. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) suggested to the customer that they check to ensure the sensitivity for ECG is set to a level that allows the waveform to be viewed. The customer said they would report back after changing the sensitivity settings, if the issue did not resolve. No further issues were reported by the customer. The issue was most likely resolve by changing the sensitivity settings for ECG. Root cause is likely related to user education. There is no evidence of an nk device malfunction.

Event description:
The customer reported that when trying to view the ECG waveform on the bedside monitor (bsm), some data and a portion of the waveform was not visible.

Manufacturer narrative:
The customer reported that when they are trying to view the ECG waveform on their bedside monitor (bsm), some data and a portion of the waveform is not visible. The customer also reported that they are using a 12 -lead set and that trace 1 cannot be seen. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that when they are trying to view the ECG waveform on their bedside monitor (bsm), some data and a portion of the waveform is not visible.